Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to corrosion and thermal damage to multiple components inside of the monitor. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of electrode belt sn (B)(4). Has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged esd700 diode array on the distribution node pca. The root cause for the damaged diode array could not be positively identified.

Event description:
A us distributor contacted zoll to report that a patient may have been treated by the lifevest. The patient was reportedly incarcerated at the time of the event. The patient reported that the device "went off". There were no injuries reported as a result of the alleged treatment. The patient was taken to the hospital after the alleged event and continues wearing the lifevest. After the alleged treatment event, it was reported that the monitor was unable to power on. The treatment cannot be confirmed due to damage to the monitor.